Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. The unexpected medical intervention appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 14f sheath hole prior to an transcatheter aortic valve implantation (tavi) procedure. Reportedly, two prostyle sutures were successfully preplaced at the 10 o'clock and 2 o'clock position. While pulling the blue suture with forceps, the suture end at 10 o'clock separated. The suture of a new prostyle device was successfully pre-placed at an 11 o'clock position. The tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.